Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch assembly issue. A field service engineer replaced the latch assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer stated that the tower door kept on failing and it was unrecoverable. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.